Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis revealed that the ipg switched into the safety backup mode on (B)(6) 2025 as a result of the detection of invalid memory content. By design, the ipg performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the ipg is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. An evaluation of follow-up data after re-initialization showed no indication of a device malfunction. Moreover, the data indicated that after re-initialization, higher amplitudes were programmed in both the atrium and ventricle (4.8 v at 1.0 ms each), and capture control was deactivated. Based on the data available for analysis, no statement can be given regarding the reported loss of capture. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The root cause for the invalid memory content, which led to the activation of the safety backup mode, was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The device was successfully re-initialized. There is no indication of a device malfunction.

Event description:
It was reported that loss of capture led to collapse and hospital admission. Furthermore, oversensing was noted in ECG. The associated leads are unknown. Should additional information be received, this file will be updated.